Manufacturer narrative:
(B)(4). The tissues were thick but the thickness was usual for a rectal surgery: normal use of the device. Issue occurred at the 2nd stapling performed near by the 1st one. No significant noise heard, no significant resistance observed. It was impossible to open and remove the device. Conversion: laparotomy performed in order to place another device below this area and remove the whole portion of tissues. Complications further to this anastomosis that has leaked. Re-operation due to fistula and peritonitis. Stomy and removal of the anastomosis initially performed. This led to a severe septic shock, a renal failure, a dialysis, a tracheotomy. The patient is still in the ICU. A request has been made for an update on the patient status, no response has been received to date.

Manufacturer narrative:
(B)(4): firing trigger teeth. The analysis results found that the atg45 device was received with the firing mechanism damaged and with a green reload loaded in the device. The reload was received unfired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a rectum procedure, the device remained closed on the tissue. The stapler jammed and remained closed on the tissues. There was conversion to mini-laparotomy and use of another stapler to complete the case. One device will be returned.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.